Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary, drug eluting stent was used to treat a moderately tortuous, severely calcified lesion exhibiting 100% chronic total occlusion in the mid diagonal branch. The device was inspected with no issues. Negative prep was performed with no issue. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used. It was reported the stent dislodged during delivery to the lesion. The stent was removed using a snare and the same model device was used to treat the lesion. The patient is alive with no injury.

Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the resolute onyx device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.